Manufacturer narrative:
All buttons functioning properly and no anomaly noted. No moisture or damage or unlocked lcd keypad connector during visual inspection noted. No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had broken battery cap, cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm, act button was touchy. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Customer also stated battery cap broke off, threads of battery compartment broke off. Customer stated drive support cap appears normal. Customer was able to complete insulin pump rewind. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.